Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the left monitor on the 9800 system would not update the live image. No patient injury was reported.